Event description:
This facility currently has eight cincinnati subzero (csz) heater cooler devices, all of which have had monthly surveillance cultures as per the state department of health recommendations. Four weeks after modifying our cleaning process to align with the manufacturers updated ifus, six of the eight csz devices tested (B)(6) for either heterotrophic plate counts (hpcs) greater than 500 or presence of pseudomonas. The six devices were removed from service, disinfected, and the water was changed. One patient's surgery was rescheduled to the next day. No patient harm reported.